Event description:
Connecting tube broke approx 3"-4" from port, as noted on routine chest x-ray. A 31 yr old w/f with recent fracture of left subclavian vital port. Distal end of catheter retrieved from right heart by cardiologist, on 3/3/95. Proximal end & port device removed 3/13/95.